Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified one extended opening, red particles material was found on the gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: opening extended is found with the following conditions: crease smooth in the side anterior assessed as fold flaw opening, crease sharp in the side radius assessed as fold flaw opening, wear abrasion and stress marks. Based on the device analysis the final assessment is:a opening extended is found with the following conditions: crease smooth in the side anterior assessed as fold flaw opening and crease sharp in the side radius assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.